Event description:
It was reported that during surgery the device appears to not be properly calibrated and it made a bigger hole than expected on the skin. The taken graft was not used and an additional unplanned graft was taken. Sutures were not required. There was no delay in the procedure and another device was utilized to complete the procedure. Due diligence is complete and no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). E1 telephone: (B)(6). G2 country: canada the investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.